Event description:
Strips don't appear to draw in blood, from either side. When they do, often after blood being applied and the strip being bumped, the machine reads "low". Opening a new bottle and all working as expected proved the whole first package is defective. Lot 1375808.